Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's dexcom app was showing a low egv of 68 mg/dl to 50 mg/dl. The patient drank juice. He was experiencing lightheaded and dizzy, almost passed out, weak, upset stomach, vomiting while at work. No mention if the bg was checked. The patient was experiencing the same symptoms on (B)(6), but the patient was not able to provide the egv or if he checked his manual bg. No self treatment was done and did not seek medical intervention. Since he was experiencing the symptoms, on (B)(6) 2025, he decided to go to the emergency room (ER). His girlfriend drove him to the ER around 06:00 am. There, his bg reading was around 350 mg/dl while the egv was reading around 60 mg/dl. He was diagnosed with dka. They administered saline via IV, sodium chloride via IV, insulin drip, some sugar via syringe to avoid dropping sugar too low while in insulin drip. His cgm started to get brief sensor issue then sensor failed, so he removed it and did not start a new sensor session. He was moved to the ICU around 10:30 am. He was discharged around 3:00 pm on (B)(6) 2025. His last manual bg at the hospital was 145 mg/dl. He was feeling better, but still weak before he went home. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.